Event description:
It was reported that a pump triggered an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer suspended insulin due to the alarm and was instructed by technical support to remove the obstruction from the speaker holes, clean them gently, and reconnect the cartridge. After following these instructions and waiting, the pump resumed normal operation. Technical support provided additional tips for preventing future altitude alarms, which the customer acknowledged.